Manufacturer narrative:
Db-1216, serial (B)(6): device analysis performed on the returned ipg revealed normal characteristics during the visual and functional examination. However, the charging log indicated that the patient had difficulty charging the ipg multiple times. A low charge current was noted, indicative of sub-optimal charging, resulting in a low battery voltage, which is a known factor that may contribute to charging difficulty. It was reported that the patient recently developed breasts and the ipg might have migrated. A product labeling review was completed, and the IFU revealed difficulty charging due to ipg migration is a known inherent risk of implanting the scs system.

Event description:
It was reported that the pediatric patient, who was implanted with two deep brain stimulation implantable pulse generators, ipg, was experiencing difficulty charging one of them. The patient recently developed breasts and it was thought that the ipg may have migrated. It is unclear if migration occurred, but the angle and implant depth appeared to be normal and consistent with the opposite side. The physician did not want to troubleshoot the device or reposition it, but rather chose to simply replace the device. The patient underwent an ipg replacement surgery and was doing fine post-operatively.

Event description:
It was reported that the pediatric patient, who was implanted with two deep brain stimulation implantable pulse generators, ipg, was experiencing difficulty charging one of them. The patient recently developed breasts and it was thought that the ipg may have migrated. It is unclear if migration occurred, but the angle and implant depth appeared to be normal and consistent with the opposite side. The physician did not want to troubleshoot the device or reposition it, but rather chose to simply replace the device. The patient underwent an ipg replacement surgery and was doing fine post-operatively.